Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield triad skull clamp (a1108) was returned for evaluation. The reported complaint was confirmed via inspection of the item. Unit received with the lock having rotational and lateral movement and requiring replacement of worn internal parts. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2004). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the large knob of the mayfield triad skull clamp was too loose. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.